Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent delivery system was returned jammed in its dispenser coil. The dispenser coil was flushed as per labeling, and the stent delivery system was removed. The microdelivery catheter proximal outer shaft had been separated just distal to the strain relief. The microdelivery catheter inner braided tubing was stretched but still intact, and the stabilizer was kinked. From the condition of the returned device, it appeared that the microdelivery catheter was pulled from the dispenser coil with excessive force by user. Although the definitive cause of the separated microdelivery catheter could not be determined, it is most likely related to the handling of the device during preparation.

Event description:
Analysis of the returned device revealed that the microdelivery outer shaft had been separated. There was no patient involved.